Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was noted that patient needs a magnetic resonance imaging (MRI) compatible device. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded at the facility.